Event description:
Account states that family member wrote a letter stating that the patient suffered three large 2nd degree burns on their foot as a result of applying the reusable insulated cold pack, medium, for one minute.